Event description:
Additional information was received that the initial valve was implanted within the target implant zone at a 3 millimeter (mm) implant depth.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: no dicom imaging was provided for evaluation, just the report and one computed tomography video clip scrolling through the aortic root with the medtronic device. The native aortic valve appears bicuspid with fusion of the right coronary cusp (rcc) and the left coronary cusp (lcc). Heavy calcification seen in rcc/lcc fusion and inside non-coronary cusp (ncc). The valve appears under expanded. Report review: case report provided from (B)(6)2024. The patient is reported to have a 34 mm evolut. Calcified, contrast filled space seen outside the valve frame near lcc, possible aneurysm or vegetation. Implant depth is 9.5 mm ncc, 9.4 mm rcc, and 3.0 mm lcc. Bovine arch noted. Updated data: a4. B2. B5. H6. Additional codes. Corrected data: e1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 3 months and 10 days following the initial valve implant, the valve failed due to an unknown reason. A computed tomography (CT) scan was performed that revealed that the valve migrated deeper and severe residual paravalvular leak (pvl) was observed. The frame measured 3.0-9.5 millimeter's (mm) deep in the native annulus. Additionally, it was reported that the frame appeared under expanded. The patient was still being evaluated for possible treatment. No patient complications have been reported as a result of this event. Additional information was received that the patient's native aortic perimeter was 104 mm. The valve migrated towards the ventricle. A non-medtronic valve was planned to be implanted valve-in-valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 3 months and 10 days following the initial valve implant, the valve failed due to an unknown reason. A computed tomography (CT) scan was performed that revealed that the valve migrated deeper and severe residual paravalvular leak (pvl) was observed. The frame measured 3.0-9.5 millimeter's (mm) deep in the native annulus. Additionally, it was reported that the frame appeared under expanded. The patient was still being evaluated for possible treatment. No patient complications have been reported as a result of this event.